Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter shaft split. The renegade¿ was selected to be used with oncozene microspheres. The microspheres were administered through the renegade catheter. The beads clumped up so the physician took a 3cc medallion syringe and forced flushed the catheter which resulted in splitting the catheter about 3 millimeters from the tip. The device was removed and exchanged for another of the same device. No patient complications were reported and the patient¿s status is fine.